Event description:
Home patient (hp) reports a pin hole leak in pt line tubing of homechoice set during treatment. Leak was approx 3 feet from cassette of set. Home patient discontinued treatment and contacted his rn. Prophylactic antibiotics were administered and no injury resulted, per rn.